Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. The hemostatic valve was leaking after we inserted contrast medium. The valve was not breaking in half. No patient consequence was reported. Additional information received on 9-nov-2021: there was no physical damage on valve/hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Patients¿ hemodynamics were not compromised due to bleeding. No medical intervention required to stop the bleeding. Device evaluation was completed on 14-dec-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed. Then, the distal sheath end was closed off with an adapter, the proximal end was connected to the pressure gage and a syringe was connected to the gage. After that, negative pressure was applied there were no air leaks or bubbles. Then the test was repeated with positive pressure and no air leak or bubbles were detected. A device history record was performed and no internal actions related to the reported complaint were identified. The event described could not be confirmed as the device performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. The hemostatic valve was leaking after we inserted contrast medium. The valve was not breaking in half. No patient consequence was reported. Additional information received on 9-nov-2021: there was no physical damage on valve/hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Patients¿ hemodynamics were not compromised due to bleeding. No medical intervention required to stop the bleeding. The event was assessed as a MDR reportable hemostatic valve leak issue.

Manufacturer narrative:
It was reported that the event date was unknown. Therefore, the first day of the year has been entered as the event date. The bwi product analysis lab received the device for evaluation on 18-nov-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).